Manufacturer narrative:
Zimmer biomet (B)(4). Patient ID and weight not provided/unknown. Device lot number not provided/unknown.

Event description:
It was reported that the screw of the pic-up coping fractured. A new screw will be placed.

Event description:
It was reported that the screw fractured and will be removed.

Manufacturer narrative:
One abutment screw was returned for investigation. Visual evaluation of the as returned product identified significant wear from use, debris at the drive feature, and fracture about the threads. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: h3: changed "no" to "yes."